Manufacturer narrative:
Manufacturer's investigation conclusion: pump stop events were confirmed via the submitted log file data. The submitted log files contained relevant data spanning from (B)(6) 2021 at 12:18:41 to (B)(6) 2021 at 12:30:27, per the timestamps. Multiple pump stop events with associated low speed/flow alarms were captured on (B)(6) 2021 while the system was supported with the power module. Based on our complaint history and similarly reported events, the pump stop events captured in the submitted log file data are consistent with potential driveline wire compromise; however, a specific cause for the pump stop events cannot be conclusively determined through the evaluation of the returned portion of driveline. A distal end driveline repair was performed by an abbott technical services representative on 27may2021. The approximately 19.5" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Following the repair, no additional alarms were reported on an ungrounded patient cable. The patient remained ongoing on (B)(6) until it was exchanged on (B)(6) 2021 (refer to MFR# 2916596-2021-04536 for evaluation). During the investigation there was an incidental finding of superficial driveline damage. Approximately 19.5¿ of the external portion/distal end of the driveline was returned for evaluation. Visual inspection of the driveline in its returned state revealed a circumferential slit in the silicone sleeve, approximately 0.25¿ from the metal connector, which did not fully penetrate the silastic layer. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03jun2016. The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-03176. The internal x-ray images showed a loop in the driveline after the pump end bend relief which may cause stress on the driveline. The external x-ray images are unremarkable. There were no other unusual events recorded in the log file event history. Additional information stated a driveline repair and system controller exchange were performed on 27may2021. There were no alarms or speed drops since the driveline repair and system controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in clinic and had multiple pump stops alarms over the few days prior. A review of the logfiles revealed 31 pump stops and 32 low speed advisories on (B)(6) 2021, between 0422 ¿ 0428 as well as on (B)(6) 2021 at 041. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appeared while the vad is connected to the power module. In order to prevent further interruption in support, it may be beneficial to keep the vad connected to battery power or an ungrounded cable until further investigation is completed. To identify a possible location of where the compromise in the lead is, x-rays will be needed. These x-rays should show the entire percutaneous lead from its connection to the controller to where it attaches to the vad with as few twist/turns to the driveline as possible. Any other information such as if the percutaneous lead was exposed to any trauma, if the patient has gained or lost a significant amount of weight, or if specific patient torso movements caused alarms will be helpful in possibly identifying the area of concern. In addition, patient status was requested to determine if they were symptomatic. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended.